Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returned, it was not received. Premature deployment prior to use can be the result of manufacturing, the press knot (tuohy borst valve) not being completely closed, severe kinks in the shaft, improper handling or extreme temperature variation. As the prematurely deployed stent would not have been able to be loaded into the packaging (due to tight clearances), it is unlikely the stent prematurely deployed before the catheter was packaged. If the valve could have become loose, perhaps by inadvertent handling during unpackaging, the stent may have prematurely deployed from inadvertent movement of the metal shaft relative to the valve. Per the instructions for use: make sure that the tuohy borst valve is locked by rotating in a clockwise direction. A review of the finished product lot history record did not reveal any related nonconforming material records for this lot. A query of the complaint handling database revealed no other incidents reported for this lot. No definitive cause can be determined for the reported premature deployment. In manufacturing, all devices are 100% inspected for proper stent and sheath placement as was the tightness of the tuohy borst valve.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during unpackaging the xpert stent system, the stent was prematurely and partially deployed. Also physician noted that the tube (catheter) was displaced. The device was not used and there was no patient involvement